Event description:
It was reported to philips that a series of problems with the wired oots release was observed during today's treatment. The is connected to a loss of live image related to a azurion 7 m20. There was no reported patient or user harm.

Manufacturer narrative:
The report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to (c&r#: 3003768277-08/04/2023-005-c).